Event description:
It was reported that they were getting an error message instructing them to contact their clinician with code 575. They could not connect via the clinician tablet or patient's handset. They tried unlinking and relinking the device and also attempted to connect to the implantable neurostimulator (ins) with a different patient handset, but both were unsuccessful. The patient lived in a nursing home and the patient was unsure when their last recharging session was. It was reviewed the ins was likely in overdischarge. They were walked through successful physician recharge mode (prm) and suggested they reached out to their local manufacturer representative (rep) to accompany the patient while waiting for normal recharging session to start.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.